Manufacturer narrative:
Explanted date: unknown. Occupation: stock and product specialist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that through pre-procedure ultrasonography (us) screening and planning, the common femoral artery (cfa) was punctured using the involved angio-seal device at mid femoral head level, at a thirty-to-forty-five-degree angle of puncture. The cfa was at least 6mm in caliber, there was no posterior plaque, and the superficial femoral artery (sfa) ostium was mildly narrowed but was not flow limiting. The angio-seal sheath was introduced, the user visualized the foot plate on us pre-deployment, but on retroaction, the user could not feel the usual counter traction. The device felt "loose'', but the user chose to deploy the device completely. After deployment, there was bleeding through the groin skin incision. Manual compression was applied for fifteen minutes for successful hemostasis. Us screening showed plate within the lumen of the cfa, causing approximately fifty percent luminal stenosis. After discussion with the vascular surgeon (sx), it was decided the patient have surgical exploration and removal of the device. Follow-up treatment was needed. The patient remained unharmed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for embolism since additional intervention was required to restore the blood flow in the artery. Based on the available information, the exact cause of the reported event can not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 04 feb 2022: the procedure performed for the patient prior to use of closure device was an angioplasty using an antegrade 5fr sheath. There was slight superficial femoral artery (sfa) ostial stenosis, however the lumen was more than 5 mm. The patient was stable and there was no significant blood loss. The patient was obese, and it was a difficult access with a deep seated common femoral artery.